Event description:
Country of complaint: (B)(6). Intra-operative breakage of device. Device broke "inside" the screw. Components involved: sc590t / quintex semiconstrained screw 4.5x13mm / lot number 52156325; sc591t / quintex semiconstrained screw 4.5x11mm / lot number 52021671.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope; panasonic dmc tz8 digital camera. We made a microscopic investigation of the fracture surface. Here we found the typical signs of a forced brittle fracture. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the fracture surface exhibits the typical signs of a fracture caused by a mechanical overload. A manufacturing error or material defect can be excluded. No CAPA is necessary.